Manufacturer narrative:
The user settings were cleared and the insulin pump was programmed with the current date and time and monitored for three days. No unexpected check settings alarm occurred. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported that she had blood glucose of 140 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump had reoccurring check settings alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).